Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez0902 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the event is a venous thrombosis and occurred at the right side of the body. Moderate severity and related to the device (catheter), but unrelated to the procedure and unrelated to accessories. Outcome: ongoing. This event is a new occurrence. The venous thrombosis is not symptomatic. The venous thrombosis occurred in the basilic vein. The venous thrombosis was confirmed by ultrasonography."